Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:8021545.

Event description:
It was reported that the patient had experienced high blood glucose due to bent cannula issue on (B)(6) 2026 and it was treated with bolus correction.